Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient reported a red light on the remote home monitor. Patient services referred the patient to their clinic as it may indicate an alert that was not able to be transmitted to the clinic. At this time the implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the patient did not come into the clinic for a device interrogation after seeing the red light on the remote home monitor. However, the patient underwent an upgrade procedure approximately one month later where the implantable cardioverter defibrillator (ICD) was explanted and a cardiac resynchronization therapy defibrillator (crt-d) was implanted. No additional adverse patient effects were reported.